Event description:
It was reported that the ventilator generated a technical error indicating a failure of the control printed circuit board during start-up. There was no pt involvement. (B)(4).

Manufacturer narrative:
Our field service engineer has been on site and investigated the ventilator. A printed circuit board was exchanged. The pc board has been requested but has not yet been returned. A supplemental medwatch will be provided when the investigation is completed. Reference exemption #: (B)(4).